Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menstruation / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included fibroids, nausea, multigravida, parity 2 and vaginal delivery in december 2008. Family history included malignant neoplasm of ovary. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 months 12 days after insertion of essure, the patient experienced dental caries ("dental problem"). In (B)(6) 2012, the patient experienced depression ("psychological /psychiatric problems: depression"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), the first episode of menstrual disorder ("abnormally menstrual bleeding"), the second episode of menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth") and uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, uring which her uterus, cervix, and both fallopian) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, the last episode of menstrual disorder, dental caries, dysgeusia, vaginal haemorrhage, depression and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results: 02-jun-2017:surgical pathology report: uterus, cervix, bilateral fallopian tubes cervix: benign nabothian cysts and acute and chronic cervicitis. Myometrium: leiomyomata, adenomyosis bilateral fallopian tubes: benign paratubal cysts. Comments: cornual region of uterus contains metal coiled wires. Specimen will be saved for future reference. Coiled wires identified in both cornual regions. Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet & medical record received. Events genital bleeding, vaginal bleeding, depression, leiomyoma of uterus & device monitoring error was added. Lab data updated. Concomitant & historical conditions & drugs are added. Patient , product & reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menstruation / abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)/ severe bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included fibroids, nausea, multigravida, parity 2 and vaginal delivery in (B)(6) 2008. Concurrent conditions included obesity. Family history included malignant neoplasm of ovary. Concomitant products included aripiprazole, fluticasone, medroxyprogesterone (depo provera) and tranexamic acid (tranexamic). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine leiomyoma ("intramural leiomyoma of uterus"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, 4 months 12 days after insertion of essure, the patient experienced dental caries ("dental problem"). In (B)(6) 2012, the patient experienced depression ("psychological /psychiatric problems: depression"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), the first episode of menstrual disorder ("abnormally menstrual bleeding"), the second episode of menstrual disorder ("abnormal menstruation") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, uring which her uterus, cervix, and both fallopian), surgery (ablation) and surgery (ablation in 2009). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, the last episode of menstrual disorder, dental caries, dysgeusia, depression, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: current weight 225.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. On (B)(6) 2017: surgical pathology report: uterus, cervix, bilateral fallopian tubes cervix: benign nabothian cysts and acute and chronic cervicitis. Myometrium: leiomyomata, adenomyosis. Bilateral fallopian tubes: benign paratubal cysts. Comments: cornual region of uterus contains metal coiled wires. Specimen will be saved for future reference. Coiled wires identified in both cornual regions. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received. Concomitant drug added. New event weight gain added. Event outcome of prolonged menstruation / abnormal bleeding (menorrhagia) and abnormal bleeding (vaginal) was updated as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain even when not menstruating"), the first episode of menstrual disorder ("abnormally menstrual bleeding"), menorrhagia ("prolonged menstruation"), the second episode of menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, the last episode of menstrual disorder, dental caries and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dental caries, dysgeusia, dysmenorrhoea, menorrhagia, pelvic pain, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.